Manufacturer narrative:
Novocure's medical opinion is that the contribution of the device array cords to the fall and secondary concussion cannot be ruled out. Fall is an expected event with optune gio device use (ef-11 4% and 8% ef-14 optune arm). Concussion is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm). Brain edema is a secondary symptom of concussion therefore not reported.

Event description:
An 81-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2023. Novocure was informed on (B)(6) 2024, that the patient fell the night before after he got tangled in the cords of the optune gio device which resulted in a head injury. On (B)(6) 2024, the patient's spouse reported the patient was on optune therapy at the time of the fall and hit the back of his head against a brick wall and subsequently admitted to the hospital for three days. Upon removing the arrays on (B)(6) 2024, there were no injuries observed on the scalp. During the hospitalization the patient had imaging done that indicated a concussion and brain swelling. The healthcare provider (hcp) advised the patient to temporarily discontinue optune gio therapy until he was healed from the concussion. The prescribing physician was contacted with no response.